Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110 (pump max). During the procedure, the green power button was unable to stay compressed. Therefore, the procedure was completed with a hospital staff holding down the power button of the pump max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: there was no cosmetic damage to the pump max. The on/off button on the pump max was pressed multiple times and was able to stay on for all attempts without being held down by the penumbra investigator. Conclusions: evaluation of the returned pump max revealed a functional device. During functional testing, the on/off button was pressed multiple times and was able to stay powered on without the power button being held down for all attempts. The reported complaint was unable to be confirmed. Penumbra aspiration pumps are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.